Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in this incident, it was determined that the station¿s main drawer 2.2 had experienced multiple cubie failures, displaying read, write, or invalid cubie memory errors, and had required maintenance. The field service engineer (fse) had tested the drawer and identified multiple pockets with read/write errors. After checking, all drawer cable connections were found to be tight. The fse had resolved the issue by replacing the row board cable, drawer printer circuit controller board and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 2.2 experienced multiple cubie failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.